Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation of the device a full insertion was not achieved. The CT scan prior to implantation did not show any abnormalities. The extra-cochlear (2-3) channels were turned off. One week after activation, the patient scored 70% of overlearned speech sentences. On follow-up appointments she was not getting loudness growth and was having discomfort with channels 8 and 9. There was some sensitivity with channel 7 also. An x-ray doesn't show the electrode migrating further out. The same test scored 58% on (B)(6) 2015. Remapping was done to make the patient more comfortable. The latest in situ measurements show 11 channels ok with channel 9 with high impedance. Channels 9-12 have been disabled. At the latest appointment, the patient was happy with the results of remapping.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the received information, a full insertion could not been achieved during implantation surgery, leaving 2 or 3 channels extra-cochlear. Currently, 6 channels have been found to be extra-cochlear, as confirmed by diagnostic images. Therefore, a partial active electrode migration can be assumed. The patient will be monitored by the clinic.

Event description:
During implantation of the device a full insertion was not achieved. The CT scan prior to implantation did not show any abnormalities. The extra-cochlear (2-3) channels were turned off. One week after activation, the patient scored 70% of overlearned speech sentences. On follow-up appointments she was not getting loudness growth and was having discomfort with channels 8 and 9. There was some sensitivity with channel 7 also. An x-ray doesn't show the electrode migrating further out. The same test scored 58% on (B)(6) 2015. Remapping was done to make the patient more comfortable. The latest in situ measurements show 11 channels ok with channel 9 with high impedance. Channels 9-12 have been disabled. As per additional information received, a CT scan showed 6 channels being extra-cochlear that have been switched off. Patient hearing performance has decreased and is now a cochlear implant candidate on the contralateral ear, currently equipped with a hearing aid. The clinic is planning contralateral implantation before considering how to proceed with the concerned device.

Manufacturer narrative:
Additional information: based on the received information, a full insertion could not be achieved during implantation surgery, leaving 2 or 3 channels extra-cochlear. Six channels have been found to be extra-cochlear in 2016, as confirmed by diagnostic images. Therefore, a partial active electrode migration can be assumed. The user is still deciding if she is wanting to pursue re-implantation at this time.

Event description:
During implantation of the device a full insertion was not achieved. The extra-cochlea (2-3) channels were turned off. As per information received on 12-jan-2022, the user reported no sound at the concerned side, but a feeling of "bugs crawling down the neck" when running autoart on channels 9 -12. The user is still deciding if she is wanting to pursue re-implantation at this time and no date for surgery is set.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). A decision regarding explantation surgery has not been made available yet.

Event description:
During implantation of the device a full insertion was not achieved. The CT scan prior to implantation did not show any abnormalities. The extra-cochlear (2-3) channels were turned off. . As per additional information received, a CT scan showed 6 channels being extra-cochlear that have been switched off.